Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that patient's two infusion sets fell off during use. One infusion set has been used for one to two days and second set for less than three hours.